Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the surgeon tried to insert lens, it came out too early. The surgeon made the decision to use a new lens. No patient harm reported. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens/monarch combination used. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).